Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states.

Event description:
The pacemaker device involved in this MDR report was explanted nine (9) years after implantation because it could not be interrogated; in addition, no magnet response was observed. The physician complained because there was no sign of battery depletion during the previous follow up (which was performed six months before it could not be interrogated).